Event description:
The pt experienced pain. Revision surgery revealed slight polyethylene wear of the tibial insert. The tibial baseplate was also revised at this time to a compatible revision component.

Manufacturer narrative:
The evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.